Manufacturer narrative:
Findings; compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was trying to change his infusion set and when the pump alarmed compromised forced sensor. His blood glucose was 105 mg/dl. During prime rewind anomaly troubleshooting, the customer said that he was disconnected from the pump and advised him to treat per his doctor¿s instructions. The customer stated that she had not dropped or bumped the pump prior to the alarm occurring. He said that the drive support cap was protruded and that he had not pressed the cap while connected. The customer was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per his healthcare provider¿s instructions. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. The insulin pump will be returning for analysis.